Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes increased thresholds and excessive corrosion on the ventricular setscrew.